Event description:
Ethicon endo-surgery echelon flex 60 long articulating endoscopic linear cutter was loaded and upon examination the staples were raised in the staple cartridge. This happened three times before another like unit was opened and used without incident. Diagnosis or reason for use: laparoscopic robotic gastric sleeve.